Manufacturer narrative:
The pump was returned to mmdg where it was evaluated for the complaint of failing to alarm "no flow out". During the investigation, it was discovered that the pressure sensor was out of calibration, causing the pump to fail to alarm. This was corrected and the pump was returned to the customer.

Event description:
The initial reporter stated that the pump failed to alarm no flow out during testing in their facility. (B)(4).